Manufacturer narrative:
Zoll medical netherlands evaluated the device and the customer's report was not replicated or confirmed. The device and cables were tested and found to be working properly. Activity logs showed sync attempts on multiple dates, with various users advisories related to intermittent suspected contact and placement type issues. It's important to note that therapy was delivered in these events with intermittent advisories. No clinical data was provided. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.